Event description:
The customer reported being in the emergency room due to high blood glucose of 900mg/dl. The customer stated that her blood pressure was high and felt like her heart was beating out. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. The basal rates and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and low battery alarm. Assisted the customer to run a manual prime and the insulin did exit. After receiving the tubing clamp the customer called back to perform the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.